Event description:
Patient reported, right side rupture. Confirmed with MRI .and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g2.

Event description:
Healthcare professional later reported baker grade IV.

Event description:
Patient reported rupture confirmed with MRI and capsular contracture baker grade unknown. Healthcare professional confirmed later "rupture confirmed via MRI with capsular contracture baker grade IV". This record is for the right side. Device has been explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, h6.

Event description:
Patient reported rupture confirmed with MRI and capsular contracture baker grade unknown. Healthcare professional confirmed later "rupture confirmed via MRI with capsular contracture baker grade IV". This record is for the right side. Device has been explanted and replaced. Device has been received

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.